Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "bad keypad buttons" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the 1st soft key, on/off key, zero key & decimal key which was not functioning. The keypad required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had bad keypad. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.